Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2019. The patient was not feeling well at work. The patient works at a meat packing plant and does strenuous work. Upon interrogation, the atrial lead was not capturing. An x-ray confirmed the findings. The lead was explanted and replaced on (B)(6) 2019. Prior to discharge on (B)(6) 2019, the replacement atrial lead was not working. The lead was re-positioned on (B)(6) 2019. Excellent thresholds were measured. The physician doesn¿t suspect lead issue. The patient was feeling fine after the procedure. Related manufacturer reference number: 2017865-2019-13104.

Event description:
New information received noted that the lead was dislodged. It never had high capture thresholds. The dislodgement was discovered during pre-discharge check and confirmed by x-ray. At clinic the following week, the lead was working well and the patient felt fine.